Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility not returning device.

Event description:
It was reported that a patient underwent a right tka procedure on (B)(6) 2015. Surgeon determined the patient needed a bearing exchange for a larger poly bearing implant. On (B)(6) 2016 the patient underwent a revision procedure to remove the original implant, ar-513-bg10. During the revision the surgeon implanted a larger poly bearing implant, ar-513-bg14.